Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
An incomplete date of event of (B)(6) 2018 was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "while turning pt, channel stopped working. A red and white error message came up saying no communication. Epinephrine was infusing when channel stopped. A new channel was switched out immediately and drug restarted. Drug stopped no more than 2 min. Pt was a dnr. Family was outside room at time of turn. Dr. Was at bedside at time of turn. He was there to discuss end of life care with family." It is currently unknown if the event contributed to the patient's death.